Manufacturer narrative:
The reported complaint was confirmed. The customer requested equipment be returned unrepaired. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the customer, the cable initially was missing a nut and when they used a nut from another cable, the inner cable moved inside out.

Event description:
It was reported that during the use of the device for a non-clinical activity, the inner cable moved inside out when the nut was attached. There was no patient involvement.